Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided a conclusive cause for the reported recurrent mitral regurgitation and heart failure cannot be determined. A conclusive cause for the reported mitral stenosis cannot be determined. The reported patient effects of mitral regurgitation, mitral stenosis, and heart failure as listed in the mitraclip system instructions for use (IFU), are known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: article titled: a hybrid technique for treatment of commissural primary mitral regurgitation. (B)(4).

Event description:
This is filed to report recurrent mitral regurgitation (mr), mitral stenosis and heart failure 3 months post procedure. It was reported through a research article identifying a patient which had a single mitraclip implanted plus occluder device during the procedure. The patient had recurrence of mr of moderate to severe with heart failure 3 months post procedure with a residual leak between the occluder and mitraclip. The mean pressure gradient was greater than 6 mmhg following the procedure. This patient was treated with an additional occluder to cover this leak with acute procedural success and moderate residual mr. Details are listed in the attached article, "a hybrid technique for treatment of commissural primary mitral regurgitation". No additional information was provided.